Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the biomed and a user facility registered nurse (rn). The reported issue occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The fresenius 2008t machine alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. The leak was visually observed at the header cap. A coiled fiber was noted at the venous end of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: there were three photographs provided to the manufacturer for review. The first photo shows a dialyzer connected to the machine where blood is visible outside of the fibers. The second photo shows a close-up of the bell housing on the bottom of the dialyzer where blood is present on the outside of the fibers, although there is blood visible there is no visible "coiled fiber." The third photo shows a close up shot of the dialyzer lot number on the product label. The reported issue is confirmed, however a cause cannot be determined in the absence of the complaint sample. The potential cause of an internal blood leak to occur include damaged/broken fiber(s) or an incomplete seal in the potting material. The probable causes for damaged/broken fiber(s) or an incomplete seal in the potting material may be manufacturing related, however, without an examination of the sample it is unknown. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lots met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up with the biomed and a user facility registered nurse (rn). The reported issue occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The fresenius 2008t machine alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. The leak was visually observed at the header cap. A coiled fiber was noted at the venous end of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.